Event description:
It was reported that the patient's implanted stimulation system was malfunctioning and the patient was working with his doctor regarding the issue. No patient symptoms were reported. The patient's managing hcp, on record in the manufacturer's device tracking system, reported that the patient had not contacted their office.